Event description:
The patient contacted animas on (B)(6) 2014 alleging a prime issue. Customer support (cs) completed troubleshooting and it was determined that the patient was only priming the first half of the tubing. The patient stated that they had a blood glucose (bg) 30.6mmol/l without symptoms. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made because of the bg excursion the patient experienced that resulted from the patient not correctly priming tubing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not correctly priming tubing).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/13/2016 with the following findings: the black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. No valid loss of primes or priming issues observed in the current black data. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The pump is detecting the correct force. Available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.